Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the external portion of drive line was recently wrapped with rescue tape due to cosmetic damage. The patient then reported having a bloody bowel movement prior to emt bringing them to the ed. The patient experienced shortness of breath after. The main complaint during the physician's assessment was left leg pain. The patient says this has been an ongoing issue on and off. The physician noted vascular issues in the patient's history. The ed attending sent a full set of labs and ordered a CT from abdomen to toes. The patient was admitted to the ccu. The results were negative for gastrointestinal bleeding since the patient had persistent hemorrhoids that are stable. The patient was then admitted for rhabdomyolysis and subsequent mental status change. The hemoglobin level was stable. The patient's plan was to follow up with out physical therapy. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial damage to the outer silicone jacket of the patient¿s driveline was confirmed through the submitted photo. A direct relationship between the device and the reported bleeding due to hemorrhoids and rhabdomyolysis could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019. The pump was set to a fixed speed of 9200 rpm and operated above the low speed limit of 8800 rpm for the duration of the log file. The log file appeared to show the pump operating as intended. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.